Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they went to the doctor today and they had them take off the pump to view setting and when the customer connected back to pump their blood sugars have been high. Patient's blood glucose at time of incident was 400 mg/dl. Patient's current blood glucose was 400mg/dl. The customer was thirsty. The customer treated for it with injections. Based on customer report customer does not allege pump was under delivering. Later blood glucose was 458mg/dl and gave correction with injection. The insulin pump will not be returned for analysis.